Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -4.5/+2.0/082 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause of event reported as unknown.